Event description:
Boston scientific crm received information that left ventricular (lv) pacing impedance measurements of 2000 ohms were observed, with threshold measurements measuring 1.2 volts at 1 milliseconds and good capture. Technical services (ts) recommended to continue monitoring the lead, however, if the threshold measurements change, then further evaluation would be necessary. Approximately eight months later, the patient presented with lv impedance measurements greater than 2000 ohms with capture and thresholds 1.8 volts at 1 milliseconds. Ts discussed that as a result of seeing capture, likely chronic high impedance measurements and could program other vectors. To date, no adverse patient effects were reported.